Event description:
It was reported that the user experienced a hypoglycemic event after a meal announcement on the first day of ilet use, with blood glucose decreasing to 66 mg/dl for approximately 15 minutes and resolving after ingestion of 15 grams of oral carbohydrate (candy), without alarms, professional medical intervention, or ketone testing. Symptoms included low blood glucose. Outcomes included self-treatment and return of glucose to target without further assistance. Investigation included troubleshooting and education. Investigation of this case revealed the cause of the hypoglycemia was unclear. It was concluded that the event was user-managed with oral glucose and no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.